Event description:
During inspection of the device for a cardiopulmonary bypass procedure, the terumo subsidiary reported that the single relay system (srs) monitor could not write into the single computer board (sbc),